Event description:
Dear sirs,: I am writing on behalf of a client who was undergoing a laparoscopic surgical procedure during which time the aforementioned scissor tip failed prolonging the surgery and requiring a second exploratory surgery to locate the broken scissor tip. The date of the surgery was in 2009. I am aware that the hosp, submitted this incident on the FDA's med watch website. I attempted to search the website to find the specific report by the hosp, but was unsuccessful. Moreover, I was unable to locate any reports, consumer complaints or otherwise in the med watch section or in general concerning the aforementioned scissor tip. The purpose of this letter is to make an open records request that the FDA provide me with any and all reports from hospitals, doctors, clinics, related healthcare providers, consumers, pts or otherwise regarding the aforementioned scissor tip and that of any other model of scissor tip that is the same or similar as the aforementioned that is manufactured, marketed, designed and entered into the stream of commerce. Upon receipt of this letter, I would greatly appreciate someone giving me a call to discuss this matter in further detail.